Event description:
Complaint coordinator reports two incidents of a pt reaction with the psn 120 dialyzer for the same pt. It was reported that the first incident occurred in 2002. The pt experienced dyspnea, hypersensitivity and hypotension approx 10 minutes into treatment. Pt received "artificial respiration, synthophillin 240 mg. I.v., solumedrol 1 g (route unknown), isoprenalin 0.023 mix g/kg/min then double dose of beclasone a 250 mg. -6 inhalations." The pt was admitted to the ICU and received solumedrol, hydrocortisone and pulmicord (routes and doses unknown). The pt was then admitted to the unit and discharged 9 days later. The second incident occurred 5 days later. The pt experienced dyspnea, hypersensitivity and hypotension approx 30 minutes into treatment. It was reported that for the second exposure, the pt's symptoms were of a lesser degree. The pt was hopitalized in the unit and administered solumedrol, hydrocortisone and pulmicord (routes and doses unknown). The pt was discharged 3 days later. It is reported that the pt has recovered.